Event description:
It was reported that 54 days post deep brain stimulation (dbs) implant procedure the patient experienced a foreign body reaction and developed a fever. The patient was hospitalized, underwent a procedure wherein their implantable pulse generator (ipg) pocket was cleaned. Blood tests were run and came back normal, and the patients fever decreased. The patient underwent an explant procedure of their ipg.

Event description:
It was reported that 54 days post deep brain stimulation (dbs) implant procedure the patient experienced a foreign body reaction and developed a fever. The patient was hospitalized, underwent a procedure wherein their implantable pulse generator (ipg) pocket was cleaned. Blood tests were run and came back normal, and the patients fever decreased. The patient underwent an explant procedure of their ipg. Additional information was received that the patient is doing well postoperatively. The device was discarded and will not be returned for analysis.